Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, no further escalation is required per 1501-006-000 swi-sd-inf complaint escalations, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A track wise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: 00784690 case subject: npi 8300 error 500.5040 account name: (B)(6) account #: 1906400 asset name: 8300 etco2 module, v8 asset location: contact: (B)(6) contact email: contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: juan had error 500.5040 on etco2 sn (B)(4) failure device type: alaris system instrument failure problem type: 8300 failure mode: troubleshooting/ error codes case resolution: pcu software was 9.33 but the etco2 module software was 8.5 I instructed juan to flash etco2 software to 9.33 he will flash etco2 software to 9.33 if he still needs assistant, he will call me back. Ref:_00d30y0yr._5000l1lkeyd:ref.